Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was explanted on (B)(6) 2019 due to noise, oversensing, and no pacing inhibition. Lead was replaced.

Manufacturer narrative:
Upon receipt the lead was found torn 6 cm distal to the is-1 connector pin. The distal part including the lead tip was missing. The performance of the proximal lead fragment was scrutinized including a visual analysis. The visual examination revealed the inner conduction coil over-rotated and torn from the is-1 connector pin, which most likely occurred during the retraction of the fixation helix. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Without an analysis of the remaining lead fragment, the root cause of the observed behavior cannot be determined. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.